Event description:
It was reported to boston scientific corporation that during a ureteroscopy procedure using a uromax ultra balloon dilatation catheter, the balloon burst. The procedure was completed with another device with no complications to the patient, who was reportedly "fine" post-procedure.

Manufacturer narrative:
A review of the manufacturing records for this lot shows no evidence of a manufacturing-related potential cause for this event. Analysis of the returned device confirmed the customer complaint; two pinhole leaks were located at the distal edge of the proximal marker band. Microscopic examination of the balloon material found no issue that could cause the leak; the exact cause is unknown.